Event description:
During a review of the FDA maude database, report number 2649622-2012-00102 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from (B)(4) on (B)(6) 2012. The report summary states: "it was reported that the patient died "from complications with laser lead extraction." The lead was being removed due to the "threshold was higher than the physician desired." A cause of death has been requested and not received."